Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The pump was found in the biomedical engineering department with an unsigned note that stated "this pump does not alarm. Red light comes on but no beep. The volume dial doesn't help." No tracking information was provided; therefore, specific pump programming or events details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.